Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that patient's stimulation was intermittent; it was either "not working" or it was painful. The patient got his implantable neurostimulator (ins) the day before the report and had not been feeling stimulation at times. However, when the patient moved his neck or arm, he started to feel stimulation. It was noted that this continued to happen. At the time of the report, the patient's stimulation was off, and he did not feel any stimulation. Stimulation was then turned on, and it was noted that the patient was on program 1 at 1.8 v. However, if the patient increased stimulation to 2v, it was painful in his chest. The reporter indicated that the patient felt stimulation in his neck and left arm, from his elbow to his wrist. It was noted that the patient did not have any other programs or groups to choose from. If additional information becomes available, a follow-up report will be submitted.